Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic with a vibratory alert indicating that the pacing impedance was out of range, the r-wave amplitude had declined, and there was intermittent loss of capture at max output. The lead remains implanted and will be monitored.